Event description:
The patient with hypertension, hyperlipidemia, cardiomyopathy and congestive heart failure with 30% ejection fraction underwent biventricular ICD implantation. Following placement of the right ventricular lead, the terumo wire and medtronic curved coronary sinus sheath were advanced into the coronary sinus. The wire was removed and the balloon tipped luminal catheter was placed. During fluoroscopic review, the coronary sinus sheath appeared to have fallen into a lateral branch. A venogram was performed and the dye revealed the sheath to be in the pericardial space. The balloon catheter was removed and the sheath pulled back, and a stat echo and pericardiocentesis performed. The patient's blood pressure dropped, CPR initiated and the CT surgery team performed emergent thoracotomy. All attempts to resuscitate the patient failed.